Event description:
It was reported that the ventilator stopped delivering volumes when it was connected to a pt. The pt was bagged and the ventilator was replaced. The ventilator was tested on a test lung, and it delivered no volumes only peep (positive expiratory end pressure). The pt circuit at the time included a humidifier with a heated inspiratory limb and a non heated expiratory limb. The expiratory limb had a drainage cup with a built in suction port. A servo guard filter was connected to the expiratory cassette. (B) (4). (B) (4).

Manufacturer narrative:
Our field service technician (fst) who was dispatched to site observed that there was a large amount of moisture in the circuit and the filter. The fst verified the reported problem when using the original circuit. The filter proved to be the cause of the problem but it could not be determined how long it had been in use. The ventilator functioned normally when a new pt circuit was used. The ventilator logs which included the event log, test log and the technical log were downloaded and sent for eval. The test log shows that a successful pre-use check was performed prior to the ventilation. The technical log which contains technical alarms and info that can indicate a ventilator failure has no entry on the event date. The event log contains info such as chosen pt category, mode of ventilation, parameter settings, set alarm limits and generated pt related alarms. The event log shows that ventilation lasted about 20 hours with 3 short stops where the ventilator was set to the standby mode. During the last 20 minutes alarms were generated constantly. The alarms included: airway pressure high, peep high, regulation pre limited, high continuous pressure and expiratory minute volume low. Altogether these alarms indicate increased expiratory resistance. The apnea alarm which indicates stop of ventilation was also generated once. This is what is reported as that the ventilator stopped to deliver volumes. Our conclusion is that there was no ventilator malfunction. The root cause of the problem was a clogged filter and moisture in the circuit. The resulting increased resistance in the pt circuit inhibited the pt to exhale. (B) (4)